Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent called and reported significant discrepancies between sensor readings and blood glucose were arising while using continuous glucose monitoring. The customer's blood glucose was reportedly 30 mg/dl while the sensor read 230 mg/dl. Caller declined to be transferred for further assistance and troubleshooting. The device will not be returning for analysis.